Event description:
While using ethicon endo-surgery, endopath ets-flex 45 articulating endoscopic linear cutter per manufacturer's instructions, it was noted that the first firing of the device was uneventful, however when attempting to load a subsequent ethicon endo-surgery endopath ets45 2.5 mm 45 mm vascular/thin cartridge, tr45w, the stapling device would not secure the new cartridge. A new "like" linear cutter was then opened and utilized for the remainder of the procedure.